Event description:
A malfunction on the pump was reported. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if the issue happened again.